Event description:
It was reported by the sales rep that during an unk procedure, the devices were spitting clips. There was no other info. The devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4).